Manufacturer narrative:
Device serial number is unknown and therefore the device is unavailable for evaluation. Investigation still underway.

Event description:
It was reported there was an alleged cot drop. It was reported that an employee was taking his client out of an ambulance using one operator and the cot "fell flat" resulting in unknown client injury.